Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 4.00 x 24 synergy stent was advanced with a guidezilla guide extension catheter to treat the lesion. However, resistance was encountered and the device was unable to cross the lesion. Moreover, in an attempt to remove the device, the stent got dislodged and was subsequently retrieved with a snaring device. The procedure was completed with a non-bsc device. No patient complication were reported.